Event description:
It was reported there was high resistance of 4000 ohms, no capture, and an apparent lead fracture. The device was removed from service. No patient complications have been reported as a result of this event.